Event description:
It was reported to baxter (B)(4) that a colleague infusion pump encountered a faulty liquid crystal display; this condition had the potential to interrupt delivery. This was discovered before use in an unknown care area. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the liquid crystal display faulty was confirmed and reproduced during product evaluation. The assignable cause of the reported problem was a distorted, double main display. The main display was replaced in order to correct this condition. This is involving a pump with software version 8.11.00 which is categorized as a colleague p1.7. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.